Event description:
It was reported by repair work order that the nurse call was not functioning due to a missing docker cable. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.